Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr ran the ventilator and could not duplicate the issue. Issue may have been caused by customer having incorrect gas standard on the flow analyzer. Ran operational verification procedure (ovp) and all values were within manufacturer's specification.

Event description:
The customer reported that the avea ventilator is giving inaccurate volumes. At this time, the customer has not yet confirm patient involvement associated with the reported event.